Manufacturer narrative:
The root cause for the reported issue of an (B)(4) versed under infusion. Event b was not determined. The reported issue that there was an (B)(4) versed under infusion. Event b could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that versed programmed to infuse at 0.16ml/hr. At 0200, the total infused was 0.48mls and at 0315, the rn noted only 0.05mls had infused since 0200. The patient was discharged home. There was patient involvement but no patient harm.